Event description:
It was reported that pump experienced malfunction alarm with code malf 16, and no notable events occurred prior to issue. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support using provided reset instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again, which caller acknowledged and understood.